Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was seen in the clinic on and the history screen revealed some low speed alarms. Upon inspection, the system controller power leads revealed some exposed wires, therefore, the system controller was exchanged and the patient was sent home. A few days later the patient called the hospital and reported a red heat alarm and a pump stop message. The patient was instructed to stay on battery power with a care giver present at all times until an ungrounded patient cable was received. The patient went into the clinic and x-rays were taken of the percutaneous lead and it was not clear if there was damage. The patient was admitted into the hospital for observation and further plan of care. It was felt that there was internal damage to the pump end of the percutaneous lead. The patient's lvad was exchanged. The patient remains ongoing with the new lvad.

Manufacturer narrative:
The pump was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.